Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke during suturing. The needle was retrieved. The procedure was completed successfully. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for this evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure.